Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented in-clinic for follow-up. High, out of range pacing lead impedance, decreased sensing and loss of capture were observed. An x-ray showed that the lead was dislodged. Lead was replaced. The patient was fine post procedure.